Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Attorney alleges patient developed "severe infection and was hospitalized and caused to sustain severe and permanent personal injuries, pain".